Event description:
It was reported that the patient had inadequate pain relief due to high impedances noted on the leads. It was determined that the patients infinion leads were fractured. The patient underwent a revision procedure wherein the leads were replaced with an MRI compatible device. The explanted leads were no returned as they were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70 . Serial: (B)(4). Batch: 5098486.